Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and oversensing due to non-physiologic signals/sic (sensing integrity counter). It was noted on (B)(6) 2016, rv pacing impedance rose to 15696 ohms, up from a trend in the 416-664 ohm range, and the rv pacing impedance then returned to the trend on (B)(6) 2016. Beginning (B)(6) 2016, ventricular sics were up to 102 and beginning (B)(6) 2016, there were non-sustained ventricular tachycardia (nsvt) episodes with evidence of lead noise oversensing. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance, along with a suspected lead fracture. The rv lead was replaced; it was noted an explantation of the lead was not possible and the lead remains implanted, yet out of service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.